Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the distal end had residual liquid. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed the adhesion of the material on the distal end. It is likely that the foreign material was possibly not removed since the reprocessing could not be conducted properly for leakage due to a deformation of the elevator control lever/angle shift, and a crack on the scope body; however, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.